Event description:
The distributor contacted animas on (B)(6) 2012 and reported all the keypad buttons were unresponsive. No other information is available at this time. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Manufacturer narrative:
(B)(4): evaluation revealed that the rubber keypad is intact. Evaluation revealed that the contrast button was intermittently unresponsive and required multiple hard presses to elicit a response. The other keys responded appropriately. There was evidence of keypad contamination found under the key contacts. Unrelated to the complaint, the vibration motor failed. The alleged malfunction is not likely to cause an adverse event because the audible alarm mechanisms still function and will still alert the user should the pump emit an alarm.